Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl. Reportedly, the customer delivered a user bolus after the control iq software had delivered an automatic bolus which resulted in too much insulin being delivered. Customer consumed carbohydrates to address the low bg. Recommendation was made to discuss diabetes management with a health care professional.